Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a low out of range impedance measurement alert for a measurement of 4 ohms, noise was noted. Lead damage is suspected. High pacing thresholds were reported. Technical services (ts) was consulted and recommended reprogramming and testing options. The ICD system was evaluated, and the issue was not able to be reproduced. This ICD system remains in service. No adverse patient effects were reported. The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a low out of range impedance measurement alert for a measurement of 4 ohms, noise was noted. Lead damage is suspected. High pacing thresholds were reported. Technical services (ts) was consulted and recommended reprogramming and testing options. The ICD system was evaluated, and the issue was not able to be reproduced. This ICD system remains in service. No adverse patient effects were reported.